Event description:
Journal reference: hoving ma, et al. Safety and one-year efficacy of intrathecal baclofen therapy in children with intractable spastic cerebral plasy. European journal of pediatric neurology; 2008: o5.200 p1-10. The aim of the article is to study the efficacy at 12 months and safety up to 24 months after start of continuous intrathecal baclofen infusion (citb) in children with intractable spastic cerebral palsy. Reportable event: case 2 a male. Procedural and device ae's included; pain at pump site postop, during sitting probably due to contact between pump and pelvic rim. Problems solved by surgically moving the pump 3 cm cranially. Also swelling at pump site postop, resolved by a temporary pressure dressing. Non-procedure or device related ae's included: sweating, lethargy.